Event description:
It was reported that the mother was on her way to the hospital with the customer. The customer had a blood glucose reading of 570 mg/dl, ketones, nausea and vomiting. The customer got several no delivery alarms as well. The mother stated that the customer had been hospitalized in april, also due to high blood glucose levels. Troubleshooting was performed, and the insulin pump passed the self test. The high pressure test could not be conducted at the moment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.